Event description:
It was reported that the customer experienced very tiny air bubbles in the reservoir. The customer had changed out the infusion set six times when the problem occurred. The customer's blood glucose was 495 mg/dl. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose levels. Troubleshooting was done. Advised customer to do an infusion set change. The air bubbles still persisted after the infusion set change. Advised to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.